Manufacturer narrative:
The field service representative (fsr) inspected the architect (B)(4). Analyzer and determined the bellows for the internal probe wash pump was the likely cause for the event and required replacement. A review of the architect serial (B)(4). Service history identified two service tickets for qc out of range and error code 6513 (optics system failure) on different assays which required cleaning of the cuvettes. Since the replacement of the bellows, there have been no further incidents of erratic/discrepant results. A search for similar complaints identified no trend for the bellows. Tracking and trending data review for the architect c4000 analyzer did not identify any trends or issues; the erratic result rate was noted to be within acceptable limits. Manufacturing documentation for the c4000 analyzer was reviewed and provides adequate information for troubleshooting and maintenance concerning erratic/discrepant results, which included information on replacing the bellows. Based on the investigation, no systemic issue or deficiency of the bellows or the architect c4000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect magnesium results for multiple samples on the architect c4000 analyzer. The customer provided an example of one sample which generated an initial result of 7.6 mg/dl and retest of 2.0 mg/dl. No impact to patient management was reported.